Event description:
During the device evaluation, it was observed that the subject device exhibited cable watertightness failure and corrosion of electrical contacts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and cable watertightness failure and corrosion of electrical contacts were found. A definitive root cause could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.